Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clip's 6/cart 84/box lot# 73f1700194 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hem-o-lok clip would not close; it looked like an incomplete clip. Another clip was used without any problem. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was returned with its lid stock. The returned sample was visually examined with and without magnification. Visual examination of the returned cartridge revealed that four clips were remaining in the cartridge. No defects or anomalies were observed. The clip appliers were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The first clip was able to properly load into the jaws of the applier and close. An attempt was made to apply the other three clips to true-max tubing. All three clips were able to properly load into the jaws, but only one was successfully applied to the true-max tubing. Two of the clips had the pierced bosses break off when they were applied to the tubing. R & d was consulted and it was confirmed that the bosses broke due to a molding defect. Nc (B)(4) has already been opened to further investigate this issue. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Nonconformance has been previously opened to further investigate the root cause of the pierced bosses breaking. The reported complaint of "clip would not close" was confirmed based upon the sample received. One cartridge was returned with four clips in it. Upon functional inspection, the pierced bosses on two of the clips broke when applying the clips onto true-max tubing. This was confirmed to be caused by a molding defect. The clips are purchased from a supplier. Therefore, the root cause of this complaint is supplier related. Nonconformance has been previously opened to further investigate the broken boss issue.

Event description:
It was reported that the hem-o-lok clip would not close; it looked like an incomplete clip. Another clip was used without any problem. There was no patient injury.